Manufacturer narrative:
Initial and final (B)(4)-device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set issues in which spring detached from outer ring of inserter prior to insertion during adhesive backing removal event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.